Manufacturer narrative:
Continuation of d10: product ID 37651 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37651, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the metal piece that goes into the back of the charger port of the recharger broke off. The issue was observed during use. There were no surgical interventions planned or performed, and the patient outcome was reported as alive with no injury. A new charger was sent to the patient, and the patient was notified to return the old device within 30 days of receiving the new one.

Manufacturer narrative:
H3. Analysis of the desktop charger from the recharger kit (serial# (B)(6) found defective recharger adapter cables exposed/cut/broken and fraying. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.